Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer indicated via phone call of unexplained high blood glucose of 700 mg/dl and would like to check the pump. Customer treated with an injection. Troubleshooting found that the father is not hipaa verified and indicated that his son would call back to troubleshoot.